Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-08740. Reference MFR. Report# 1627487-2018-08741. It was reported during an ipg replacement procedure (1627487-2018-08747), system diagnostics revealed the competitors leads were not functioning due to impedance issue. As a result the procedure was aborted. Surgical intervention may occur later to address the issue. No products were implanted.